Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient went to the emergency room after receiving multiple inappropriate shocks for the right ventricular (rv) lead having t-wave oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.